Event description:
It was reported that "when explanting screw w/poly adjustment driver, the head popped off. Surgeon mentioned the set screws seemed "loose" upon removal."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.